Event description:
It was reported that during an internal carotid artery stenting treatment procedure, stent delivery catheter tip detachment occurred. The stent had been successfully deployed at the target lesion. During withdrawal of the stent delivery catheter, the nosecone/tip of the catheter broke off. The tip fell off outside the patient's body. The physician used another nexstent to complete the procedure, and the same thing happened. It is noted that both of the stents deployed successfully. It was reported that there were no injuries or complications for the patient. Patient status is reported as "no harm".

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. If any additional relevant information is received, a supplemental MDR will be submitted.